Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement.

Manufacturer narrative:
This complaint captures the investigation of one mx40, serial number (B)(4), (see referenced MDR#s for additional complaint investigations). A "speaker malfunction" message is a speaker failure of the mx40. 1218950-2015-00779 (serial # (B)(4)), 1218950-2015-00780 (serial # (B)(4)), 1218950-2015-00781 (serial # (B)(4)), 1218950-2015-01319 (serial # (B)(4)), 1218950-2015-01358 (serial # (B)(4)), 1218950-2015-01599 (serial # (B)(4)), 1218950-2015-01601 (serial # (B)(4)), 1218950-2015-01600 (serial # (B)(4)), 1218950-2015-01603 (serial # (B)(4)), 1218950-2015-02823 (serial # (B)(4)), 1218950-2015-03109 (serial # (B)(4)), 1218950-2015-03108 (serial # (B)(4)), 1218950-2015-03133 (B)(4).

Event description:
The customer reported a reliability issue with the mx40 speakers where the devices were showing a "speaker malfunction" message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.